Event description:
Allegedly patient was forced to undergo a revision surgery. The reason for revision was not provided.

Manufacturer narrative:
Conclusion: no failure detected. Evidence that product was in spec when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. To date, no further information has been received from the reporter. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-0394, 00395, 00396, 00397.